Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered pain in his hip, which steadily grew worse. The patients right leg was longer than his left. The patient limited his physical exercise and activity in an attempt to reduce the pain. The pain in his right hip became constant, and was aggravated by walking, riding his bicycle, and mowing his lawn. The patient had highly elevated metal ion levels of chromium and cobalt. During the revision surgery a slight gray-tinged fluid was seen and some grayish soft tissue staining was appreciated in the tissue surrounding the region of the implant. Post-surgery, the patient suffered pain, soreness weakness, soreness, was unable to walk long distances or sit for a long period of time and is more sedentary due to pain with increased activity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.